Manufacturer narrative:
A replacement power adapter was sent to the customer and requested the defective power adapter be returned for evaluation. A product evaluation confirmed the customer reported problem as the transformer produced no output voltage and also revealed the transformer housing was cracked open, exposing inner electrical circuitry, which is a safety risk. This issue with a damaged transformer housing for the pump in style device is currently being investigated under (B)(4). Evaluation summary: a visual examination of the power supply revealed the transformer housing was cracked open, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was plugged in and the voltage across the dc plug was measured at 0 vdc, which is not normal and indicates that the power supply is not producing the correct voltage. Resistance across the dc plug measured 109k ohms, which indicates that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the power supply was plugged in. The resistance across the ac blades measured as 55.00 ohms, which is normal and indicates that the thermal fuse did not blow.

Event description:
The customer stated her power adapter will not power the device. During the product evaluation on 03/16/2014. The technician observed a breached transformer housing exposing inner electrical circuitry, which is a safety risk.